Manufacturer narrative:
The device was returned to the endochoice service center for eval and repair. It was found that a problem with the image was identified requiring a repair. The ccd camera assembly was replaced.

Event description:
The customer reported that middle screen image loss occurred during a case. There was no report of injury or other negative health consequences to any pt.